Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are  not really getting a 50% reduction in symptoms. The patient said they were feeling stim then "all of a sudden" they stopped feeling stim. The issue was not resolved through troubleshooting.